Manufacturer narrative:
On august 11 2020 additional information received indicated that postoperative diagnosis showed there was no rupture or capsular contracture detected in left side. Patient underwent bilateral implant removal and capsulectomies. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture unknown baker grade, and generalize illnesses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with mentor memorygel 450 cc on the right side, and 400 cc on the left side silicone breast implants which the patient experiencing bilateral rupture, capsular contracture unknown baker grade, and generalize illnesses after implantation. The report indicates that the patient has burning and pain, tightness, rashes, and hives. The issue has not been confirmed by the physician. As a result, patient had the implants removed on (B)(6) 2020. This report is for the left implant.